Event description:
Patient obtained the error 2 message on the meter. Patient experienced a headache. Received an IV, however in talking to medical affaris, denied the fact that a medical professional treated. Patient claims they were not treated. Customer service was unable to resolve the issue and sent patient a new meter.